Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump over delivered insulin causing low blood glucose during set change. Customer reported that the reservoir went from 20 u to 0 u in one day. Customer¿s blood glucose was 75 mg/dl and treated with glucose tablets. Troubleshooting was performed and customer was advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the displacement accuracy test.